Event description:
During endoscopic retrograde cholangio-pancreatography with papillatomy, the physician was able to coagulate but when he went to use cut pedal it did not work. As a result papillatomy could not be done; and patient had to be rescheduled and returned for procedure later in the week to remove the stone in the colon bile duct. The equipment was checked by the hospital's biomedical department. It found a cable to the foot pedal had a screw in crooked which was causing the problem. The problem was corrected and the unit was returned to service.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: mechanical problem. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.